Event description:
It was reported that during a procedure of the mildly tortuous, moderately calcified, eccentric, de novo, 90% stenosed, mid to proximal left anterior descending artery, after pre-dilatation of the lesion, the 3.0 x 33 mm xience prime stent delivery system (sds) was advanced to the target lesion but it could not cross the lesion. A vibration technique was used with the xience prime sds to attempt advancing the lesion but the shaft became kinked. It was noted that while pushing the device in the anatomy the shaft separated. The device was removed without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Additionally, the IFU states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant medical devices: guide wire: bmw universal ii, sion, guide cath: axxess 6fr jl3.5. (B)(4): against resistance and excessive force. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.